Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that it was taking a long time to connect to the personal therapy manager (ptm). The patient stated that it took up to 5 minutes to get the bolus. The patient stated that they got 10 boluses per day and, by the end of the day, they missed one because they were waiting so long. The patient stated that the doctor's office got connected a lot quicker. The patient verified that the issue was when they were delivering the bolus and it got stuck at 91%. Patient services reviewed 90% telemetry delay considerations.